Event description:
Pt obtained a 246 mg/dl on the lfs meter. Pt experienced symptoms after testing. Pt went to see their md and tested on his lfs meter (brand unk) and obtained a 146 mg/dl. Time difference between the two readings is less than 10 minutes from one another. Invalid comparison, comparing 2 different meters. Md changed pt's medication from 500 mg of glucophage to 1000 mg of avandamet. Test strips are in good condition and are not expired. Control solution is not expired. Customer service had pt do two control solution tests and they both failed. Based on the info provided this case is being reported as malfunction. Customer service is sending pt replacement meter and supplies.